Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2017-06077, reference MFR. Report#: 1627487-2017-06078, reference MFR. Report#: 3006705815-2017-01417. It was reported the patient has been unable to receive effective coverage due to impedance issues. Reprogramming to provide resolution was unsuccessful. As a result, the patient may undergo surgical intervention

Event description:
Device 4 of 4, reference MFR. Report#: 1627487-2017-06077. Reference MFR. Report#: 1627487-2017-06078. Reference MFR. Report#: 3006705815-2017-01417. Follow-up revealed the patient has decided to undergo injections and physical therapy in the meantime until surgical intervention occurs.